Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation revealed right ventricular noise reversion episodes. The lead impedance, r waves, and threshold were stable. Noise was reproducible with isometrics and was sensed in the unipolar tip, unipolar ring, and bipolar configurations. Pacing inhibition was noted for one cycle. The physician reprogrammed the ventricular sensitivity. The patient was in stable condition.